Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. It was noted that the customer is trained on reprocessing as per the instructions for use (IFU) by omsi field service and they are correctly performing the reprocessing steps without any delay to pre-cleaning. Additionally, the device was inspected before use and it cannot be ruled out that the device may have been used on a patient. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage). The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost due to damage to the channel, the forceps elevator had foreign material, the connection between the bending section and connecting tube was detached, the scope cover had a scratch, the grip had a scratch, the control unit was damaged, the bending angle in the up/down directions did not meet standards, the bending section could not bend left at all, and the specified resolving power was not obtained due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had no angulation from the left/right knob. The issue was found during [event]. Inspection and testing of the returned device found foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.